Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the pacemaker had a premature battery depletion and could not be interrogated. The patient had a third-degree av block and due to this condition, the patient fainted had a head injury. The device was explanted and replaced. The patient recovered and was discharged from the hospital in good health.